Event description:
The customer reported that the device jaws locked on to tissue while sealing vessels in the omentum. The surgeon removed the jaws from tissue with a clamp. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.